Manufacturer narrative:
(B)(4)

Event description:
During device exchange, the non-sjm atrial lead could not be removed from the header of the device. The lead and the device were explanted and replaced and the patient was stable.

Manufacturer narrative:
Analysis found the wrenches could not engage the atrial setscrew to untighten it due to calcified blood filling the setscrew inset. The calcified blood was preventing and limiting wrench insertion into the setscrew inset such that the inset could not be engaged by the wrench. The wrench could not penetrate through the hardened calcified blood and the setscrew could not be untightened to remove the lead due to this condition. The blood most likely came through damage to the septum in the form of a punched hole. The device had normal battery depletion and backup vvi occurred post explant due to an unknown cause.